Manufacturer narrative:
(B)(6). The actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the photographs revealed a crack in the housing at the hansen connector. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak occurred on a polyflux 170h device during patient treatment. The set was discarded and treatment was restarted with a new kit. It was reported an alarm did not occur and there was no issue during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.